Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose level. The customer attempted use different power outlets and charging cables, however the alert persisted. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
On 23 may 2022, the distributor reported the additional information: a pump evaluation was performed and confirmed pump functioned as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.